Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the presence of this material. The event 18 is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf type 150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign object on the forceps elevator wire. There was no patient involvement.